Event description:
It was reported that the ilet user experienced recurring cartridge leaks after supply changes and confirmed attaching the infusion set connector to the cartridge prior to inserting it into the pump, which was identified as the likely cause consistent with an infusion set deployed incorrectly and connector not attached correctly. Symptoms included hyperglycemia peaking at 377 mg/dl. Outcomes included no hospitalization or emergency intervention. Investigation included troubleshooting and user education. Investigation of this case revealed use error related to connector attachment sequence leading to leakage and high glucose, with the cartridge and infusion set connection implicated. It was concluded, based on previously established findings for similar reports, that the cause was user error.